Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire. The reported physical property issue/irregular appearance was confirmed. The core, the shaping ribbon and the coils were separated. The coils at the noted separation were stretched. The reported difficulty to remove and device operated differently were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Based on the reported information and returned analysis, during advancement the guide became stuck in a small branch and would not advance further. Manipulation of the guide wire (twisting clockwise and counterclockwise) to free the guide wire likely resulted in the noted separations and subsequent damages to the shaping ribbon and coils causing the appearance of the knots on the coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1528 labeled 4007 labeled 1506 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified coronary artery. A .014 bmw hydro guide wire appeared damaged under fluoroscopy after crossing the lesion. It appeared that the guide wire was stuck in a small branch. The guide wire could not be maneuvered and would not take any more turns. After freeing the tip of the guide wire by twisting clockwise and counterclockwise the wire was removed and appeared tangled with a few knots in the distal radiopaque part. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.